Event description:
It was reported that the reservoir had an air bubble during a troubleshoot for a no delivery alarm. The blood glucose reading was 158 mg/dl. The customer stated that the air bubble was large in size. He stated that he did not have the reservoir in the insulin pump and just switched to a brand new one; he advised that he had not tried to purge the bubble. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.